Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using the venaseal closure system to treat the left great saphenous vein and the right anterior accessory saphenous vein and small saphenous vein, the physician stated the gun felt like it was delivering more glue than it should. The gun was used to complete the procedure and the vein was reported to have closed. At a 72-hour follow-up, an occlusive thrombus/glue was observed in the right gastrocnemius vein starting approximately 5 cm below the popliteal vein, with the vein from the popliteal region to the proximal calf gastrocnemius reported as patent. Anticoagulation therapy was initiated and the patient was put on a xarelto starter pack. At a subsequent ultrasound follow-up, what appeared to be glue was still present in one of the gastrocnemius veins and was described as having entered from a large 6 cm perforator off the small saphenous vein. The patient continued xarelto with an additional ultrasound and physician visit planned.